Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 year and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s modular cable was exchanged due to cuts and wear. Wires were visible. No alarm was reported for the event. The modular cable was exchanged without incident. No clinical symptoms were reported.

Manufacturer narrative:
The evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable. Black tape was observed 4 inches through 10 inches from the controller connector. Upon removal of the tape, examination of the returned modular cable that the polyurethane jacket had bunched up and torn approximately 7.5 inches and 8.5 inches from the controller connector however, there appeared to be no damage to the underlying armor layer. The texture of the cable suggests that the polyurethane jacket swelled, which created an air gap between the jacket and the armor layer, leading to elongation and tearing of the jacket over time. Additionally, the inline connector and controller connector bend reliefs showed gradient, yellow discoloration. The controller and inline connector pins appeared unremarkable; however, debris was also noted within the inline connector. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear and discoloration. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.